Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure an issue was encountered turning the set screw in the atrial port. Parameter testing was performed and excellent results were obtained. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.